Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Troubleshooting by the field service representative (fsr) determined the problem was in the air detect board of the safety monitor.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the air bubble detect failed by constantly being in alarm state. Unit is used for animal research - "not for human use." Since the event occurred during preventative maintenance, there was no patient involvement.